Event description:
Customer received discrepant creatinine results for one pt sample. Initial result gave 4.98 mg per dl on reflotron, sample repeated in the lab gave 1.14 mg per dl. Methodology from lab is unk. The same sample was repeated 2 to 3 hours later the same day on a reflotron giving 2.50 mg per dl. The user stated no erroneous results were reported.